Manufacturer narrative:
The reported complaint was not confirmed. The field service representative (fsr) tested the central control monitor (ccm) but found no evidence of rebooting. The device was found to be fully functional and was returned to clinical use. The fsr corresponded that the customer indicated there may have been a loose connection between the ccm and base. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pre-cardiopulmonary bypass procedure, the central control monitor (ccm) cut out and came back. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.